Event description:
It was reported that during a ptca procedure, the maverick2 monorail 20x2.0 mm balloon ruptured at 5 atms. The number of inflations performed is not known. The lesion being treated was a calcified, 99% stenotic lesion in the left circumflex coronary artery. The maverick2 monorail balloon was removed and the procedure was completed with another balloon. A heartrail jl4 guide catheter, and a runthrough guide wire were also used in this procedure. No pt injuries or complications were reported.